Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. The patient specimen (sid (B)(6)) was tested using mikrogen recomline treponema igm/igg method and was negative. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Suspect medical device 4. Lot number was changed to 76115li00 from unknown.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-38 that has a similar product distributed in the u.s, list number 8d06-31/41.

Event description:
The customer observed (B)(6) results while using the architect syphilis tp reagents. The following data was provided for one patient. Initial less than (B)(6). Rpr method was (B)(6). Previous results for this patient were (B)(6) using the (B)(6) diagnostics method (B)(6), however, the specific date of the test was not provided. No impact to patient management was reported.